Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (25 mg/ml at 13.004mg/day), marcaine (5 mg/ml at 2.6007mg/day) and ketamine at an unknown concentration at 13.004mg/day via an implantable infusion pump. It was reported that the patient fell and experienced an increase in pain. A magnetic resonance imaging and x-ray was performed. The catheter was later explanted. The issue was reported to be resolved and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the doctor misread the x-rays and the catheter was found to be patent. No further complications have been reported.

Manufacturer narrative:
Continuation: product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the catheter was cut and purged and reconnected. No further complications have been reported.